Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
The patient reported he never had a trial and "they just went ahead and implanted it the first time and it didn't work¿. Per the patient they tried it 2 more times and by the 3rd time the patient ¿didn't know what I was doing". It was unclear if the patient had 3 different pumps implanted or if the patient had 3 separate surgeries the patient took lioresal orally prior to having pump implanted but this did not work as well for the patient as baclofen. The patient reported at one point "they're telling me that they put 17 milligrams of morphine in me.... 10 milligrams of morphine in me. That's a lot of morphine. I can take 300 milligrams of oral morphine and be out of a little more pain. The bupivacaine was the only thing that really works in the pump as a nerve block". Per the patient the doctor was mixing 4 medications "which I never even signed for". The patient reported 4 medications (clonidine, bupivacaine, baclofen, morphine) had been in pump time frame of what medications were in and when was unclear. Additional information has b een requested, but had not been received as of the date of this report